Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the electric pen drive device had unintended activation/motion. It was noted in the service order that during an unspecified surgical procedure the device stopped working. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had unintended system motion. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation update: please note that in addition to the failures included in the initial medwatch report, additional pretest failures have been added. Please note that the root cause has been updated. Upon further investigation, it was noted that the device passed visual inspection. The device was received in optically used condition. It is also identified that the marking was legible but faded. During assessment, it was identified that the device was running by itself in the forward (fwd) direction when the mode switch was turned to running mode. The handpiece did not react neither to foot switch nor hand switch and stopped working after some seconds. The device was fully dismantled, and some interior parts showed traces of improper reprocessing, corrosion could be detected on the controller and the motor soldering spots. The surface of the handpiece also indicated improper reprocessing. The device failed the following pre-repair diagnostic assessments for check function with test hand switch, check for unintended motion. It was determined that the most relevant root cause could be linked to improper reprocessing. The assignable root cause of these conditions was determined to be traced to environmental conditions. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. Correction: d9, h6: the date returned to manufacturer was documented as october 12, 2021 on the initial report. This date has been updated to march 7, 2022. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Please note that the root cause of the investigation has been updated to environmental conditions.